Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology described as follows: aortic neck diameter was 18.9-25.9mm and length of 25mm. Maximum aneurysm diameter was 65mm and length 85mm. Right iliac diameter was 12.8-13-7.5mm and length of 37mm. Left iliac diameter was 12.7-13-10mm and length of 60mm. It was reported that the devices were successfully implanted in the patient. It was reported that five days post index procedure the patient felt a strange feeling on the right leg. A CT exam was performed and confirmed the right limb (contralateral) had occluded due to compression. The patient terminal aorta was small. An area of the contralateral that touched with the ipsilateral got pressured by the ipsilateral limb and caused the contra limb to compress. There was little thrombus. An emergency evar was performed and an unknown size endurant limb was implanted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; small distal aorta). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small distal aorta).